Event description:
Horizon clinical# 4505-010 it was reported that 6 days after implantation of two express2 drug eluting stents, the patient died. During the initial procedure, lesions were identified in the proximal right coronary artery and the proximal left anterior descending artery. A 2.75x8mm express2 stent was implanted in the proximal rca and a 3.0x8mm express2 stent was implanted in the proximal lad. 6 days after the initial procedure, the patient presented with a q-wave myocardial infarction. A reintervention was performed during which 3 non-study stents were implanted in the rca. 20 hours after the reintervention, the patient expired. No autopsy information was available.